Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system's host pc did not boot up during system start-up at the beginning of the day. As a temporary solution, the customer was able to turn on the host pc by pressing the on/off switch on the pc's panel and could continue using the system. A philips field service engineer (fse) inspected the system on site and confirmed that there was an issue with the host pc's hard disk tray not powering on. After replacing the host pc and completing full system tests, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system did not turn on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.